Manufacturer narrative:
(B)(4).

Event description:
The right ica to cca were being treated which exhibited 83% stenosis and vessel is non tortuous. The blood flow could not be successfully interrupted because the superior thyroid artery was branched proximal to the bifurcation. The event was determined to have no causal relationship with the device or the procedure because the cause was attributed to the anatomical reason. The patient was found to have unstable plaques by MRI before the procedure. Although the eca balloon was inflated, it was unable to block sta flow, position was changed more to the proximal side, and positioned at just to the cca bifurcation. Cca was inflated and angiography was done, but occlusion was not satisfied, and the physician reinflated cca. Although the blood flow was reduced, blood occlusion time was short, so eca and cca balloons were inflated again. As a result, contrast flow was stopped for longer time, but there was a flow from eca to cca little bit, and the physician suspected a flow from other vessel or sta. Eca and cca balloon size went up, but still the situation has not be changed, so the procedure was continued. Ivus was done, eca and cca balloons were inflated, and pre makeway 3.0-40 and stent protege 8.0-60 with post 40-40 aviator plus were done, and aspiration was done for three times. Lots of debris was confirmed, another aspiration was done for three times, and balloon was deflated and ivus was done, and it was confirmed no plaque and finished the operation.